Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the logfiles found that there was a malfunction with the flexvision pc. Upon troubleshooting actions, fse identified that the flexvision pc was unable to communicate with the system due to the defective flexvision pc. The defective part was returned for analysis, and it was concluded that the bmc chip or motherboard was the cause of the flexvision pc failure. Fse replaced the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not starting ang got stuck at countdown 00:00. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the flexvision pc was not communicating. The field service engineer inspected the system onsite and after the replacement of flexvision pc and hard disks, the device was returned to use in good working order.